Event description:
It was reported that the bladder of a folufusor burst while the operator was filling the device with physiologic solution before adding the cytotoxic drug. The reported condition occurred before patient use. The solution remained inside the housing. There was no patient involved in this incident. No additional information is available.

Manufacturer narrative:
(B)(4). It is reported that device will be available for evaluation. If additional relevant information becomes available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified a ruptured bladder in a non-footing position, confirming the reported condition. Microscopic inspection identified markings on the interior surface of the bladder, near the rupture line. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.